Event description:
While preparing the ICD (implantable cardioverter defibrillators) for an MRI scan, medtronic's 'MRI access app' was used to determine the correct device settings. But the app did not select the proper settings and as a result, the ICD started pacing my heart when it must not have. I felt as if I was having a heart attack.